Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Upon review of the file and completion of the investigation, it has been determined that there is no evidence that the cook sheath was difficult to remove from the patient, but rather that the abbott catheter was difficult to remove from the sheath and therefore the catheter was cut in order to remove it through the sheath. The customer did not report this event to cook, it was received from abbott and related to a complaint on their device. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: cardiomems sensor-gsm pa unit cardio w49c8p; lot 2023-07-26; exp. Date- 07/26/2023; (B)(6). PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by another manufacturer, during a procedure involving implantation of another manufacturer's pulmonary artery pressure monitoring sensor via access in the right internal jugular vein, an unspecified 12 french cook sheath was difficult to remove. During the procedure, the other manufacturer's sensor delivery catheter was advanced over the same manufacturer's 0.018-inch wire guide ; however, the position of the guidewire was reportedly lost while advancing the delivery catheter through the heart during attempted implantation of the monitoring sensor in the left pulmonary artery. The user attempted to retract the delivery catheter back into the cook sheath; however, it would not pass through the tip of the sheath. Multiple attempts were made to remove the delivery system by re-advancing the catheter and rotating the device forty-five degrees; however, the device was not able to be removed. The user then reportedly cut the delivery catheter in an attempt to remove the sheath. The delivery catheter and sheath were removed. Femoral access was then obtained and the delivery catheter and sensor were replaced and the sensor was successfully deployed. The patient was released the same day as the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.